Manufacturer narrative:
Arjo received a complaint on the enterprise 8000x bed with indigo module (intuitive drive assist). Initially the customer staff informed that after activation, the bed moved too fast and was difficult to control nearly causing injury to staff member. Additional information received allowed to clarify that the bed accelerated and the customer staff experienced difficulties in stopping the bed. The bed stopped when it pushed the staff against the wall. No emergency stop was used. No patient was involved during the event. No injury was claimed. The bed evaluation allowed to confirm the claimed issue. The bed accelerated after activation. The claimed issue was resolved by the pcb replacement. The manufacture investigation has revealed that the cause of the issue occurrence is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcba) located inside the indigo module. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; according to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Based on the information collected, it seems most likely that the device acceleration was caused by the indigo pcba failure. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo received a complaint on the enterprise 8000x bed with indigo module (intuitive drive assist). Initially the customer staff informed that after activation, the bed moved too fast and was difficult to control nearly causing injury to staff member. Additional information received allowed to clarify that the bed accelerated and the customer staff experienced difficulties in stopping the bed. The bed stopped when it pushed the staff against the wall. No emergency stop was used. No patient was involved during the event. No injury was claimed.